Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported by the customer "at 8:00 on (B)(6) 2023, fluid leakage was found at the connection between the sphenwing needle and the needle-free infusion joint during infusion flushing for the patient. The sphenwing needle was removed immediately, and the patient was given infusion with an indwelling needle on the upper limb of the healthy side for the last time."